Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer was getting external ram crc error and unexpected restart. Customer's blood glucose value was unknown. Customer was assisted with troubleshooting and was advised to remove the current battery from the pump and insert a new battery. Pump still alarmed unexpected restart. Customer was advised that the pump will need to be replaced, to monitor the pump and may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis and a replacement will be sent.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the displacement test and unexpected restart alarm. No unexpected alarm anomalies noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.